Event description:
It was reported that the patient's lead had migrated, and the patient was unable to recharge their ipg. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.